Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the original battery site incision had opened. The patient underwent a revision procedure wherein the pocket location was moved and the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the original battery site incision had opened. The patient underwent a revision procedure wherein the pocket location was moved and the ipg was replaced. The patient was doing well postoperatively.